Event description:
It was reported, the gastrointestinal videoscope had used without correct reprocessing (universal code side). The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, a definitive root cause for the event could not be determined. It was confirmed that instructions for gzif/pcf-170 series, reprcessing manual describes how to reprocess the subject device. Olympus will continue to monitor field performance for this device.